Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the clinic planned to bring the patient back in to program ra lead pacing to unipolar and leave sensing in bipolar, however, attempts to reach the patient to schedule an appointment have not been successful. Additionally, it was reported that the oversensing resulted in greater than 2 seconds of pacing inhibition, however, the patient had an underlying rhythm in the 30-60 beats per minute (bpm) range.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, the pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise and oversensing. The noise was felt to be consistent with oversensing related to the minute ventilation feature. The reported clinical observations were unable to be reproduced in clinic and the minute ventilation feature was programmed off. A few days later, high out of range pacing impedance measurements greater than 2,000 ohms were again recorded on the ra lead and resulted in activation of the lss feature. Boston scientific technical services (ts) discussed troubleshooting options. This product remains implanted and in service. No additional adverse patient effects were reported.